Event description:
According to the available information, the surgery was performed in (B)(6) 2024.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.

Manufacturer narrative:
The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted. As no lot # was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed.

Event description:
According to the available information, there was a hole in the right cylinder. No patient adverse effects were noted.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and detached connector / inlet tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1. A separation was noted on the bladder of cylinder 2. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with either piece of detached inlet tubing or the connector. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed needle instrument separation in the bladder of cylinder 2 occurred after the device packaging was opened. The information received indicated that there was a hole noted on the device in the right cylinder at the corporotomy site. Based on the testing and evaluation, information received, and brief period in-vivo, the separation most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the surgery was performed in (B)(6) .

Event description:
According to the available information, the surgery was performed in october.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated. B3: estimated date. Correction: b1 & g3.